Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. An issue with the sheath valve was noted, and during preparation, air entered the sheath. The sheath was replaced, and the procedure was completed without any patient complications. The sheath is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.